Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The 23 fr introducer sheath was returned with dilator. The returned introducer was observed to be split at the tip per visual inspection. No other abnormalities were found. The cause of the introducer damage issue was a sheath tip split due to patient tortuous vessels. Added- d9 device return date in accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an 83-year-old female with a right heart failure was to be implanted with an impella rp device for mechanical circulatory support post cardiac surgery. After the sheath and dilator were inserted, the dilator put pressure on the sheath causing it to tear prematurely inside the body. The sheath was not fully inserted. There was no harm to the patient reported. The decision was made to remove the sheath and replace. Once the dilator and sheath exchange was performed, placement of the impella rp was then successful.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.